Event description:
Account experiencing discrepant ckmb results since 2008. The following pt example was provided which occurred in 2008. Initial result gave 9.61 ng/ml, sample repeated three times giving 4.82, 4.78 and 5.07 ng/ml respectively. Erroneous results were not reported. The exact root cause could not be determined, however, the field svc rep noted the analyzers high voltage was low outside of range, and adjusted the voltage to proper range. Performance tests were performed and within spec.